Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). The root cause is unable to be determined at this time. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
An investigation report from an implant retrieval center was received, detailing the examination of the retrieved implant. During the assessment, it was noted that the implant could be was unable to distracted and retracted and failed the force testing. Additionally, surface damage grading revealed notable corrosion, scratching, and discoloration. The report indicated that the rod was removed as part of a planned procedure following the achievement of the desired lengthening. The patient had previously reported experiencing severe pain, and radiographic observations identified cortical thickening at the extendable junction of the left nail. Furthermore, it was determined that there was periprosthetic fibrous tissue with focal metallic debris. Microbiology findings taken on (B)(6) 2020 revealed that the tissue had meticillin-sensitive staphylococcus aureus (mssa). Report 2 of 2.